Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be duplicated during testing which included ECG functional testing and internal inspection. Review of the logs showed a signal available in pads but the user did not switch the device eco view from leads to pads. The device remained in lead view without ECG leads connected. No device malfunction was found. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.